Manufacturer narrative:
Device evaluation summary: mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior view of the sm mpps dv 400cc breast implant, measuring approximately 2.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old hispanic female patient underwent primary breast augmentation with 400cc mentor smooth round moderate plus profile on both sides and experienced breast implant deflation on her left side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2023. On december 8, 2023, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture, since the two received products have the same volume engraved, both devices were found damaged per analysis findings. Hence, this report was created to report the second device findings.